Manufacturer narrative:
Failure analysis on the returned data acquisition board, no fault found. The failure investigation technician could not replicate the problem.

Manufacturer narrative:
G4:08apr2021. B4:12apr2021. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report. The customer checked the event log, set up to see if the issue can be duplicated. Reseated the board on flow assembly as well as switched solenoids (3 & 4 with 1 & 2), got the same error. Ordered board and installed. The rse suggested checking all connections. The customer found the da to mc ribbon cable was not totally connected. Once the ribbon was reconnected, the unit passed the required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported the flow sensor assembly was replaced. Then a few days later the unit came back with an autozero sensor failure, so the (data acquisition) da pcb (printed circuit board) was replaced and now there are no serial numbers or part numbers displaying for those parts on the service screen. There was no patient involvement.